Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given multiple false negative readings on her child for about a week. The device allegedly gave readings that were consistantly 2-3°f lower when compared to a different thermometer that she had at home, and a fever of 100.4°f was later confirmed by a doctor. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.